Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73l1900065 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staples jammed and did not come out from the stapler or did not come out smoothly during surgery. Therefore, a new unit was used instead, however, the same issue occurred to all the 6 units of the same lot.